Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of a chemotherapy. The bag of chemotherapy medication included doxorubicin, etoposide, and vincristine. The volume to be infused (vtbi) was 500ml/24hrs (21ml/hr). Per report, the infusion initially started in the ¿afternoon¿ of (B)(6) 2025. On (B)(6) 2025 at 0500 the clinician noted that the infusion bag was empty. There was patient involvement, but no harm. Per initial report, the infusion was initiated using pump module serial number (B)(6); however, on (B)(6) 2025 at 1236 due to multiple air in line alarms the channel was replaced to pump module serial number (B)(6). The device continued to alarm throughout the night, when the clinician was troubleshooting the air in line alarm, she noticed the bag was empty of 0500. The customer also stated, ¿during the night the clinician reported the channel module disconnected from the pump; the clinician caught it before it hit the floor¿. Per biomed's report physical inspection of the outer case and keypads revealed no obvious issues. Electrical safety inspection of the pc unit was conducted: ground resistance was .134 ohms and leakage current was 74.3, which are within allowable limits. Pump module serial number (B)(6) passed all tests. Patient side occlusion measured 7.75 psi and 12 ml test flow test measured 11.83 ml. Pump module serial number (B)(6) passed all tests. Patient side occlusion measured 8.64 psi and 12 ml test flow test measured 11.98 ml. On 15jan2026 bd received additional information: the medications were programmed manually using the guardrail library. The type of IV access was via port a catheter. The tubing set was bd infusion set low sorbing tubing (pe lined) ref (B)(4) no lot or expiration date available.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: concomitant med prod data. Additional information: other relevant history, device available for eval? Returned to manufacturer on, device eval by manufacturer? Remedial action required, remedial action #, imdrf annex a, g, b, c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion of chemotherapy could not be confirmed from the log analysis or replicated during laboratory testing. The suspect pump module was found to be infusing within specification with no observances of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related with the reported issue; the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of the pump modules and pcu error logs showed no errors related to the reported issue. On (B)(6) 2025, at 5:34 pm, the first infusion of the reported date was programmed by basic infusion with the concomitant device s/n (B)(6) with a rate of 167ml/h and vtbi (volume to be infused) of 500ml. The profile in use was identified as ¿oncology adult¿. The infusion started with a pvi (primary volume infused) of 227.151ml. At 6:07 pm an infusion was programmed by guardrails drugs with the concomitant device s/n (B)(6) with a rate of 21ml/h and vtbi of 499.92ml. The drug in use was doxorubicin. The infusion started with a pvi of 299.77ml. At 8:34 pm the infusion of the concomitant pump s/n (B)(6) was completed with a pvi of 727.27 ml, then, a new basic infusion was programmed with a rate of 20ml/h and a vtbi of 400ml. At 8:35 pm the volume infused was cleared on both pump modules. From (B)(6) at 9:16 pm to (B)(6) at 12:32 am the infusion of the concomitant pump s/n (B)(6) was stopped and restarted sixteen (16) times by ail (air in line) alarm, then, both pump modules were paused, and pump module s/n (B)(6) was removed. The suspect module s/n (B)(6) was added on channel a. At 12:34 am an infusion with the suspect pump module was programmed by guardrails drugs with a rate of 21ml/h and vtbi of 500ml. The drug in use was doxorubicin. At 12:36 am the infusion of the concomitant pump s/n (B)(6) was restarted with a pvi of 78.585ml. At 12:38 am the infusion of the suspect device stopped by a channel malfunction (error 240.4150), then, the unit was removed. At 12:41 am the suspect pump module was added to channel a, then, the restore function was selected and the last infusion programmed started with a rate of 21ml/h and a vtbi of 499.29ml from 1:05 pm to 1:25 am the infusion was stopped and restarted four (4) times by ail (air in line) alarm, then, a channel malfunction (error 240.4150) was recorded. At 1:26 am the suspect pump module was added to channel a, then, the restore function was selected and the last infusion programmed started with a rate of 21ml/h and a vtbi of 489.396ml. From 3:38 am to 5:37 am the infusion was stopped and restarted four (13) times by ail (air in line) alarm, then, the pump module was powered off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism assembly as it was disassembled during the investigation. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the report of an over infusion of chemotherapy could not be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Note that this report lists imdrf annex a1801, g02017, c0601, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of a chemotherapy. The bag of chemotherapy medication included doxorubicin, etoposide, and vincristine. The volume to be infused (vtbi) was 500ml/24hrs (21ml/hr). Per report, the infusion initially started in the ¿afternoon¿ of (B)(6) 2025. On (B)(6) 2025 at 0500 the clinician noted that the infusion bag was empty. There was patient involvement, but no harm. Per initial report, the infusion was initiated using pump module serial number (B)(6); however, on (B)(6) 2025 at 1236 due to multiple air in line alarms the channel was replaced to pump module serial number (B)(6). The device continued to alarm throughout the night, when the clinician was troubleshooting the air in line alarm, she noticed the bag was empty of 0500. The customer also stated, ¿during the night the clinician reported the channel module disconnected from the pump; the clinician caught it before it hit the floor¿. Per biomed's report physical inspection of the outer case and keypads revealed no obvious issues. Electrical safety inspection of the pc unit was conducted: ground resistance was .134 ohms and leakage current was 74.3, which are within allowable limits. Pump module serial number (B)(6) passed all tests. Patient side occlusion measured 7.75 psi and 12 ml test flow test measured 11.83 ml. Pump module serial number (B)(6) passed all tests. Patient side occlusion measured 8.64 psi and 12 ml test flow test measured 11.98 ml. On 15jan2026 bd received additional information: the medications were programmed manually using the guardrail library. The type of IV access was via port a catheter. The tubing set was bd infusion set low sorbing tubing (pe lined) ref 24600-0007 no lot or expiration date available.